Manufacturer narrative:
This supplemental report was created to capture correction in b5 event description and h6 impact and device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported. Additional information received indicates that the chest x-ray showed lead dislodgement. No adverse patient effects reported, and the lead was discarded.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This lead was out of service and replaced. No additional adverse patient effects were reported.